Event description:
Boston scientific received information that the following day after implant procedure, this right ventricular (rv) lead exhibited pacing inhibition with six seconds of asystole. Additional information received from the field representative indicated that fluoroscopy was performed confirming the lead dislodgement. The rv lead was re-positioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.